Event description:
It was reported that during a pta treatment procedure for a 90% in-stent re-stenosis of previously placed stent in the left subclavian artery, the balloon burst and a fragment remained in the pt. The physician had advanced the balloon to the location of the previously placed stent. The lsc was pre-dilated with an 8 x 20 balloon. (Unknown atm). The balloon burst and became caught on the existing stent. A fragment then separated from the balloon catheter and was trapped on the existing stent. The area was redilated and restented with an 8 x 38 guidant stent, therefore 'sandwiching' the balloon fragment to stabilize it between the two stents. A distal dissection of the lsc was noted and was treated with a 7 x 28 stent. No add'l complications or pt injury were reported and the pt left the cath lab in stable condition. Pt was transferred to the recovery area and was discharged to home two days post procedure. The pt is to be treated with coumadin and to follow-up in three months with the physician as an outpatient.